Event description:
It was reported that the patient's blood glucose (bg) levels rose to 20 mmol/l (360 mg/dl) while wearing the pod between 1 and 4 hours. Upon inspection, it appeared that the cannula did not properly insert into the skin and also appeared bent. Upon further inspection, the pink slide looked to have not moved forward, indicating a needle mechanism failure occurred.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.